Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer have a patient with leaking foley catheter. Stated that the only foley they have in stock expired last month and inquired if they could still sell the foley catheter to the patient. Representative explained that they would not recommend the use of an expired foley and explained how expiration dates were determined, provided the packaging is "intact" and the catheter was stored properly and was still sterile. Customer was unsure what brand of foley the patient had.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the customer have a patient with leaking foley catheter. Stated that the only foley they have in stock expired last month and inquired if they could still sell the foley catheter to the patient. Representative explained that they would not recommend the use of an expired foley and explained how expiration dates were determined, provided the packaging is in tact and the catheter was stored properly and was still sterile. Customer was unsure what brand of foley the patient had.